Event description:
It was reported that back to back blood glucose tests were performed. The first result was 31mg/dl and the 66mg/dl. The customer noticed the difference and performed four more tests with results of 70, 73, 68, and 71mg/dl. A request was made for the return of the suspect device and replacement product was sent.